Event description:
The customer reported issues with the pump, including touchscreen peeling, a dirty usb port, difficulty registering a charge, and the clock losing time. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.